Manufacturer narrative:
This report is submitted on aug 20, 2021.

Event description:
Per the audiologist, during the initial activation it were noted all electrodes were flagged as open circuits, except e4, e15, ec1 and ec2. However, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on oct 20, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on sep 20, 2021.